Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via email that an ar-12990 knee scorpion broke off. This was discovered during a case and broke inside the patient. Per facility: "using per technique, after passing the first 0 fiberlink successfully, and attempting to pass the second 0 fiberlink while grasping meniscal tissue prior to deploying the needle the top jaw of the meniscal scorpion broke off in the patient's knee joint. (Pictures attached) the fragment of the scorpion was retrieved after 30 minutes of unsuccessful attempts to remove it. The case was completed by passing the remaining 0 fiberlink with a quickpass suturelasso."

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation, it was noted that the top jaw is missing. The broken top jaw was not returned for investigation. The cause of this remains undetermined, however a probable cause is user applied mechanical forces during use.